Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 08d06-41, 510k k153730.

Event description:
The customer observed a false negative architect syphilis result generated on an architect i2000 processing module for a pregnant female with a history of syphilis. The initial result = 0.56 s/co, repeat results were consistent. Colloidal gold result was positive. The customer used the yhlo platform for testing which generated a result = 1.2 s/co (positive). The first time this woman was pregnant, she received a confirmed diagnosis of syphilis and underwent treatment. Now, in her second pregnancy, she has a false negative result on the architect while the colloidal gold method is positive. When using the abbott treponema pallidum antibody latex agglutination test, the result was positive. There was no impact to patient management.

Manufacturer narrative:
Corrected information provided in section d. D4 lot: 81352be01, d4 catalog #: 08d06-87, d4 expiration date: 08/18/2026, d4-primary UDI number: (B)(4).

Event description:
The customer observed a false negative architect syphilis result generated on an architect i2000 processing module for a pregnant female with a history of syphilis. The initial result = 0.56 s/co, repeat results were consistent. Colloidal gold result was positive. The customer used the yhlo platform for testing which generated a result = 1.2 s/co (positive). The first time this woman was pregnant, she received a confirmed diagnosis of syphilis and underwent treatment. Now, in her second pregnancy, she has a false negative result on the architect while the colloidal gold method is positive. When using the abbott treponema pallidum antibody latex agglutination test, the result was positive. There was no impact to patient management.